Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high voltage lead impedance and high thresholds. The lead was capped and replaced. The patient was in good condition before and after the surgery.